Manufacturer narrative:
Concomitant medical products: product ID: 2088tc lead implanted: (B)(6) 2013; product ID: pm2110 ipg, implanted: (B)(6) 2012, product event: summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.event.